Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), peritoneal adhesions ("omental adhesions on the abdominal wall") and abdominal hernia repair ("ventral hernia removed") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient started essure. On (B)(6) 2011, 1277 days after starting essure, the patient experienced migraine ("migraines that were not responsive to over the counter migraine medication"), fatigue ("fatigue") and abdominal pain lower ("left lower quadrant pain"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required). In (B)(6) 2011, the patient experienced back pain ("low back pain"). On (B)(6) 2012, the patient experienced cough ("cough") and dyspnoea ("shortness of breath"). On (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient experienced blood urine present ("frequent blood in urine"). In (B)(6) 2014, the patient experienced the second episode of arthralgia ("joint pain"). On (B)(6) 2015, the patient experienced musculoskeletal stiffness ("stiffness in legs and arms") and pain in extremity ("aching in legs and arms"). On (B)(6) 2015, the patient experienced vision blurred ("headache with blurred vision"). On an unknown date, the patient experienced the first episode of dysmenorrhoea ("severe abdominal pain with her period heat and soreness to the touch"), dry skin ("dry skin"), pruritus ("itchy skin"), headache ("headaches"), alopecia ("hair loss"), the first episode of arthralgia ("joint pain"), pain ("generalized aches and pain all over"), the second episode of dysmenorrhoea ("severe pain at the beginning of each period, which began approximately a month after her tubal ligation procedure"), peritoneal adhesions (seriousness criterion medically significant) and abdominal hernia repair (seriousness criterion medically significant). The patient was treated with surgery (exploratory laparoscopy and laser of endometrial implants on (B)(6) 2011 and on (B)(6) 2013), surgery (removal) and surgery (removal). At the time of the report, the pelvic pain, first episode of dysmenorrhoea, dry skin, pruritus, headache, alopecia, first episode of arthralgia, migraine, fatigue, abdominal pain lower, back pain, pain, cough, second episode of arthralgia, blood urine present, peritoneal adhesions, abdominal hernia repair, musculoskeletal stiffness, pain in extremity, vision blurred and abdominal pain outcome was unknown and the dyspnoea outcome was unknown and the second episode of dysmenorrhoea had not resolved. The reporter considered pelvic pain, the first episode of dysmenorrhoea, dry skin, pruritus, headache, alopecia, the first episode of arthralgia, migraine, fatigue, abdominal pain lower, back pain, pain, cough, dyspnoea, the second episode of arthralgia, blood urine present, the second episode of dysmenorrhoea, peritoneal adhesions, abdominal hernia repair, musculoskeletal stiffness, pain in extremity, vision blurred and abdominal pain to be related to essure. The reporter commented: on (B)(6) 2012, she presented to the clinic with a six month history of low back pain. She described difficulty getting up and moving even after sitting for only fifteen minutes, and described feeling like a 90 year old woman trying to get up. On na unknown date, tubal ligation was done. During diagnostic laparoscopy, it was discovered extensive omental adhesions on the abdominal wall which were removed, as well as a ventral hernia. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2011: ultrasound scan result was normal. In 2013: ultrasound scan vagina result was unremarkable. On (B)(6) 2011, she underwent an abdominal/pelvic CT to evaluate her complaints of abdominal pain. She discussed the results of CT with her physician, which showed a small soft tissue mass, which could represent a hematoma. Plaintiff again noted that her abdominal pain was worse when she was on her menses. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. She had omental adhesions on the abdominal wall and ventral hernia which were removed. An exploratory laparoscopy and laser of endometrial implants were performed. Pelvic pain is regarded as an anticipated event according to the reference safety information for essure. The other events are unanticipated. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the other events, considering their nature and given essure's local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), peritoneal adhesions ('omental adhesions on the abdominal wall') and abdominal hernia repair ('ventral hernia removed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2011, the patient experienced migraine ("migraines that were not responsive to over the counter migraine medication"), fatigue ("fatigue") and abdominal pain lower ("left lower quadrant pain"), 3 years 6 months after insertion of essure. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced back pain ("low back pain"). On (B)(6) 2012, the patient experienced cough ("cough") and dyspnoea ("shortness of breath"). On (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient was found to have blood urine present ("frequent blood in urine"). In (B)(6) 2014, the patient experienced the first episode of arthralgia ("joint pain"). On (B)(6) 2015, the patient experienced musculoskeletal stiffness ("stiffness in legs and arms") and pain in extremity ("aching in legs and arms"). On (B)(6) 2015, the patient experienced vision blurred ("headache with blurred vision"). On an unknown date, the patient experienced pain menstrual ("severe abdominal pain with her period heat and soreness to the touch"), dry skin ("dry skin"), pruritus ("itchy skin"), headache ("headaches"), alopecia ("hair loss"), the second episode of arthralgia ("joint pain"), pain ("generalized aches and pain all over"), painful periods ("severe pain at the beginning of each period, which began approximately a month after her tubal ligation procedure"), peritoneal adhesions (seriousness criterion medically significant), genital haemorrhage ("abnormal genital bleeding"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("hypersensitivity symptoms") and underwent abdominal hernia repair (seriousness criterion medically significant). The patient was treated with surgery (exploratory laparoscopy and laser of endometrial implants on (B)(6) 2011 and on (B)(6) 2013 and removal). Essure was removed. At the time of the report, the pelvic pain, pain menstrual, dry skin, pruritus, headache, alopecia, the last episode of arthralgia, migraine, fatigue, abdominal pain lower, back pain, pain, cough, blood urine present, peritoneal adhesions, abdominal hernia repair, musculoskeletal stiffness, pain in extremity, vision blurred, abdominal pain, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown and the painful periods had not resolved. The reporter considered abdominal hernia repair, abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, back pain, blood urine present, cough, dry skin, dyspnoea, fatigue, genital haemorrhage, headache, hypersensitivity, migraine, musculoskeletal stiffness, pain, pain in extremity, pain menstrual, pelvic pain, peritoneal adhesions, pruritus, vision blurred, the first episode of arthralgia, painful periods and the second episode of arthralgia to be related to essure. The reporter commented: on (B)(6) 2012, she presented to the clinic with a six month history of low back pain. She described difficulty getting up and moving even after sitting for only fifteen minutes, and described feeling like a 90 year old woman trying to get up. On na unknown date, tubal ligation was done. During diagnostic laparoscopy, it was discovered extensive omental adhesions on the abdominal wall which were removed, as well as a ventral hernia. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2011: results: normal. Ultrasound scan vagina - in 2013: results: unremarkable. Diagnostic results: (B)(6) 2011, she underwent an abdominal/pelvic CT to evaluate her complaints of abdominal pain. She discussed the results of CT with her physician, which showed a small soft tissue mass, which could represent a hematoma. Plaintiff again noted that her abdominal pain was worse when she was on her menses. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-aug-2020: plaintiff fact sheet received : new event autoimmune disorder , hypersensitivity symptom and abnormal genital bleeding were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), peritoneal adhesions ('omental adhesions on the abdominal wall') and abdominal hernia repair ('ventral hernia removed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2011, the patient experienced migraine ("migraines that were not responsive to over the counter migraine medication"), fatigue ("fatigue") and abdominal pain lower ("left lower quadrant pain"), 3 years 6 months after insertion of essure. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced back pain ("low back pain"). On (B)(6) 2012, the patient experienced cough ("cough") and dyspnoea ("shortness of breath"). On (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient was found to have blood urine present ("frequent blood in urine"). In (B)(6) 2014, the patient experienced the first episode of arthralgia ("joint pain"). On (B)(6) 2015, the patient experienced musculoskeletal stiffness ("stiffness in legs and arms") and pain in extremity ("aching in legs and arms"). On (B)(6) 2015, the patient experienced vision blurred ("headache with blurred vision"). On an unknown date, the patient experienced pain menstrual ("severe abdominal pain with her period heat and soreness to the touch"), dry skin ("dry skin"), pruritus ("itchy skin"), headache ("headaches"), alopecia ("hair loss"), the second episode of arthralgia ("joint pain"), pain ("generalized aches and pain all over"), painful periods ("severe pain at the beginning of each period, which began approximately a month after her tubal ligation procedure"), peritoneal adhesions (seriousness criterion medically significant), genital haemorrhage ("abnormal genital bleeding"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("hypersensitivity symptoms") and underwent abdominal hernia repair (seriousness criterion medically significant). The patient was treated with surgery (exploratory laparoscopy and laser of endometrial implants on (B)(6) 2011 and on (B)(6) 2013 and removal). Essure was removed. At the time of the report, the pelvic pain, pain menstrual, dry skin, pruritus, headache, alopecia, the last episode of arthralgia, migraine, fatigue, abdominal pain lower, back pain, pain, cough, blood urine present, peritoneal adhesions, abdominal hernia repair, musculoskeletal stiffness, pain in extremity, vision blurred, abdominal pain, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown and the painful periods had not resolved. The reporter considered abdominal hernia repair, abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, back pain, blood urine present, cough, dry skin, dyspnoea, fatigue, genital haemorrhage, headache, hypersensitivity, migraine, musculoskeletal stiffness, pain, pain in extremity, pain menstrual, pelvic pain, peritoneal adhesions, pruritus, vision blurred, the first episode of arthralgia, painful periods and the second episode of arthralgia to be related to essure. The reporter commented: on (B)(6) 2012, she presented to the clinic with a six month history of low back pain. She described difficulty getting up and moving even after sitting for only fifteen minutes, and described feeling like a 90 year old woman trying to get up. On na unknown date, tubal ligation was done. During diagnostic laparoscopy, it was discovered extensive omental adhesions on the abdominal wall which were removed, as well as a ventral hernia. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan on (B)(6) 2011: results: normal. Ultrasound scan vagina in 2013: results: unremarkable. Diagnostic results: (B)(6) 2011, she underwent an abdominal/pelvic CT to evaluate her complaints of abdominal pain. She discussed the results of CT with her physician, which showed a small soft tissue mass, which could represent a hematoma. Plaintiff again noted that her abdominal pain was worse when she was on her menses. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-mar-2017: quality-safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. She had omental adhesions on the abdominal wall and ventral hernia which were removed. An exploratory laparoscopy and laser of endometrial implants were performed. Pelvic pain is regarded as an anticipated event according to the reference safety information for essure. The other events are unanticipated. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the other events, considering their nature and given essure's local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.